Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) assisted the site, via phone support. He stated that he asked the customer to redo tracker setup. (Recalibrate) and then to track several pupil targets. No problem was found with the tracking system and the site was finally able to track the eye (with the dark iris). The tm provided phone support and assessed that the resolution reached adequately addressed the reported concern. No further activity or investigation was pursued beyond the phone fix. Conclusion: the root cause could not be definitively assessed. The tm's support identified the resolution to be tracker recalibration and testing. (B) (4)

Event description:
Adverse event: interrupted surgical procedure. Malfunction: eye tracker problem. A technician reports laser was unable to track a pt with dark irises during refractive surgery. In a follow-up with the site, the technician reported for the surgeon that the pt did not suffer any harm or injury, due to the minor delay in acquiring track on the pt's eye. She stated that the territory manager's support by phone helped them troubleshoot the concern and they were able to track and complete the case.